Event description:
Sales rep reported on (B)(6) 2026 that when a surgeon was trying to use the rmvimn-1.8/2.1 to back out a screw that was too short and upon trying to engage the rmvimn-1.8/2.1 into the proximal end of the screw, the tip of the tool broke off into the bone. It was reported that the surgeon could not retrieve the fragment inside the bone. This caused a 5-minute delay in surgery to discuss the options to try and remove the broken fragment. The surgeon deemed that leaving the broken fragment insitu was not harmful to the patient and no further adverse event was reported. The sales rep provided additional information on (B)(6) 2026 stating that the surgeon confirmed with him that the patient is doing great and it does pose any threat to the patient's well-being.